Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure prior to wound closure, the right ventricular (rv) lead would not pass into the most distal aspect of the ventricular compartment to the lead port of this pacemaker. The lead was cleaned and mineral oil was applied to the lead tip. Subsequently, the device was changed to a competitor product and the lead was inserted successfully. The rv lead remains in service while the device is no longer in service. No adverse patient effects were reported.